Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient was hospitalized because they were having pain. The patient stated that the pain was caused by facets. The patient met with a manufacturer representative and had adjustments made to their stimulation. No further complications are anticipated.